Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 172mg/dl. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion as the customer believed the occlusion alarms may have been caused by a kinked infusion set tubing. Cts educated the customer in regards to possible causes of occlusion alarms.